Event description:
Bd maxplus loop would not flush. Procedure: IV infusion. No known harm to patient- removed and a different one used. Delay in procedure. Manufacturer response for set, administration, intravascular, maxplus (per site reporter). Will obtain.